Event description:
The customer reported inaccurately low blood glucose readings with test strips lot # unk. She opened the test strips approx 2 or 3 weeks ago and obtained a reading of 23 mg/dl. She did not believe this reading to be accurate because her blood glucose level is "never" that low. She also stated that she had excessive thirst and fatigue, symptoms of high blood glucose. The desiccant is in the bottle of strip. Her home nurse set the code correctly in her meter. The customer is partially visually impaired and is not comfortable performing a check strip test or a normal control solution test. She was also unable to read the lot number on the bottle.